Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 26-jul-2017. Device evaluation summary: the device was returned to the apollo device analysis laboratory. A visual examination was performed on the device, and noted the balloon was received deployed. The shell was observed to be discolored, and was blue in appearance. Yellow particles were noted on the outer surface of the shell and center patch. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and noted leakage from three openings on the posterior of the device. Under microscopic analysis the openings were noted to have striated-edges, consistent with damage from a surgical tool. One of the openings, approximately 0.4 inches in length, appeared as though material was missing from the device shell. Blue particles were noted in the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complaint about sudden and progressive abdominal pain, with vomit." The physician performed an abdominal x-ray and "endoscopy that indicated hyperinsuflation of the balloon." The device was removed.